Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) checked the lines and bags and found that the unused supply line clamp was open. The technical service representative (tsr) reviewed the proper setup procedures. The hp cycled power off and on to clear the alarm. The tsr had the hp disconnect using aseptic technique to end the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.